Event description:
Patient was receiving rituxan infusion. Rituxan was on a secondary line. The secondary line was unplugged from the primary line due to air in the line. The clave port on the primary line was defective and the back check valve/diaphragm of the clave port broke and fluid came out, causing a chemo spill.